Event description:
Information received a smiths medical ventilators/pneupac ventilators babypac oxygen is not reading correct and missing the escalation valve diaphragm. No patient involvement as event occurred during testing.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with no unacceptable physical damages. The housing only has wear and tear around the battery compartment. The customer stated problem was duplicated. Measurements were high and out of specifications. The exhalation valve diaphragm is missing. Replaced the flow block and installed the valve diaphragm to correct the customer reported reason. The cause of the reported problem could not be determined. The manufacturing DHR is not relevant to the investigation due to the age of the device.